Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not capable of giving herself a bolus because the pump was not delivering. Customer stated that the insulin was not exiting when priming. Customer changed the set and reservoir. Customer stated that the numbers were coming up and there were no alarms. Customer's blood glucose was 28 mmol/l at the time of the incident. Customer declined to troubleshoot for high blood glucose. Customer was advised that the insulin pump will be replaced. Customer stated that the issue has occurred a few times and the pump never alarmed at those times either.